Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 420 mg/dl due to a bent infusion set cannula. The customer treated via manual insulin injection. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer was then advised on proper infusion set insertion protocol and usage. The infusion set will be returned and replaced.